Event description:
MFR rec'd a report of a manual wheelchair user catching herself on fire when she dropped a burning sponge curler into her lap. As a result of this incident, the user died. The MFR's position is that co's device did not cause or contribute to this incident.